Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope following an episode of asystole. It was determined that the right ventricular (rv) lead exhibited rising/high thresholds, resulting in a loss of capture, which may have caused the asystole. A lead fracture was suspected, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.